Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. Based on the information provided by the customer, the patient was padded to prevent contact with the magnet bore, however the padding on the left side was observed to have been compressed due to the offset centering for the right shoulder mr exam. Additionally, no padding was placed between the patient's legs to prevent body looping. The root cause of the injury was determined to be lack of adequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.

Event description:
It was reported that a patient sustained a full thickness/stage three burn to the left upper arm during an MRI of the right shoulder. The burn was treated with debridement, dressing changes and topical medication.

Manufacturer narrative:
D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.